Event description:
The iab was inserted into the pt on 5/23/97. On 5/28/97, the "gas loss" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and no second was inserted. Event complications: none from the event - rpt'd 5/28/97, 6/18/97. Pt current status: renal failure - rpt'd 6/18.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.